Event description:
The suspect meter exhibited variation in test results when compared with another point of care meter and the lab. The folowing test results were reported: inratio = 2.9 coagucheck = 2.4 lab = 2.4 the nurse requested tech support to contact the patient directly. Further follow up required.